Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of ae: post procedure. It was reported that a xact stent was successfully implanted in the left internal carotid artery. That evening, the pt experienced an acute left subcortical infarct with right arm weakness and expressive aphasia. Heparin was given for the stroke and nitroglycerin was given for hypertension. The symptoms improved but are continuing. The pt was discharged to home 4 days post procedure. Though requested, no additional info was provided.

Manufacturer narrative:
Study event. The stent remains in the pt's body. A conclusive root cause for the stroke could not be determined. Stroke may occur during this type of procedure and is listed in the instructions for use as a known potential adverse effect associated with the use of the device. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this complaint.